Event description:
The customer reported the camera head picture quality is poor. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has been received; however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint of bad image quality was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, the following non-reportable malfunctions were found during the device evaluation: kink on cable, insulation was loose: olympus will continue to monitor field performance for this device.